Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1715k. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer would discontinue to use of the device, mmt-1715k was requested and customer response was the device would be returned.

Manufacturer narrative:
No critical pump error (open book image) alarm noted during testing. However please see freger, mark ¿ r&d engineer comments below. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, faded/stained/peeling serial number label, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 06-nov-2024 in the pump history file. (B)(6) 2024 00:00:01.000 alarmalertnotification: faultnumber = main processor communication alarm (4). (B)(6) 2024 00:00:01.000 alarmalertnotification: faultnumber = hardware error alarm (63). (B)(6) 2024 00:00:03.000 alarmalertnotification. Faultnumber = trace check error (68). (B)(6) 2024 00:00:03.000 alarmalertnotification. Faultnumber = history pointers bad alert (49). (B)(6) 2024 00:00:23.000 alarmalertnotification faultnumber = history pointers bad alert (49) (B)(6) 2024 00:00:36.000 alarmalertnotification: faultnumber = post-reset ram crc alarm (23). (B)(6) 2024 00:02:01.000 batteryremoved: (B)(6) 2024 00:02:01.000 alarmalertnotification: faultnumber = battery removed (84). (B)(6) 2024 00:02:15.000 alarmalertnotification: faultnumber = post-reset ram crc alarm (23). (B)(6) 2024 00:02:30.000 alarmalertnotification: faultnumber = batt out limit(6). (B)(6) 2024 00:02:41.000 alarmalertnotification: faultnumber = batt out limit(6). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. [Per freger, mark ¿ r&d engineer: as per detailed traces, pump error 63 (filenum/linenum= (B)(4)) was generated due to the rf chip error. Pump error 4 was the consequence of pe63. Suspecting the hw. Pump errors 68,49,23, and 6 were triggered because the pump resets without safe shutdown (suspecting the hw). The reason for the "open-book" was the rf test failure in the bootloader ( code 0x00000045).] Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, force sensor, and motor. Pump error 4, pump error 63, pump error 68, pump error 49, pump error 23 and batt out limit (6) due to moisture damage on the electronic assembly. The pump passed the required testing. Critical pump error (open book image) confirmed. Pump error 4 - confirmed. Pump error 63 - confirmed. Pump error 68 - confirmed. Pump error 49 - confirmed. Pump error 23 - confirmed. Unexpected battery power loss confirmed/batt out limit (6) - confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.